Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote balloon catheter, plus an unidentified guide wire. The balloon catheter and guide wire arrived separated from each other. The balloon was loosely folded and there was contrast in the balloon. Microscopic inspection found damage (bunching) 6cm to 15.5cm from the tip of the device. Microscopic inspection found no irregularities or damage to the tip of the device. Microscopic inspection found no irregularities with the bond of the device. Microscopic inspection found damage (buckled) to the inner and outer, 6cm to 15.5cm from the tip of the device. The inner diameter (ID) of the wire lumen was measured at both ends which is within specification. There was damage to the wire at 10.5 cm from the tip of the wire. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that catheter entrapment occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified anterior tibial artery. After a 0.014 guide wire crossed the lesion, a 2.0mmx150mmx150cm coyote balloon catheter was advanced for dilation. However, the balloon catheter became stuck on the wire. The balloon catheter and the guide wire were removed together from the sheath. When the guidewire was attempted to be removed from the balloon catheter outside the patient, the guide wire could not be removed. The procedure was completed using a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that catheter entrapment occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified anterior tibial artery. After a 0.014 guide wire crossed the lesion, a 2.0mmx150mmx150cm coyote¿ balloon catheter was advanced for dilation. However, the balloon catheter became stuck on the wire. The balloon catheter and the guide wire were removed together from the sheath. When the guidewire was attempted to be removed from the balloon catheter outside the patient, the guide wire could not be removed. The procedure was completed using a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.